Event description:
It was reported that during surgery for a humeral nail procedure the surgeon had difficulty keeping the fracture reduced when using the available reamers. The problem with the reamers was overcome during the case, but this issue caused a delay of 20-30 minutes in operating room time. This report is for an unknown trama instrument. This report is 1 of 1 for report (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no log number or part number was provided. Placeholder.